Manufacturer narrative:
The patient reported infection on the removal site, with symptoms of redness and swelling, which was confirmed as the infection by the hcp. The removal attempt was made on (B)(6) 2025, which was unsuccessful. The symptoms first appeared on (B)(6) 2025. The hcp prescribed an unspecified cream to treat the symptoms. No other infections were reported. Per dms, the patient is currently using the system with a new sensor. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection around the insertion or removal site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the area of sensor removal with the symptoms of redness and swelling. The sensor removal attempt was made on (B)(6) 2025 and the symptoms first appeared on (B)(6) 2025. The hcp prescribed a cream to treat the symptoms.